Event description:
It was reported that patient presented for follow-up in clinic. It was noted that lead exhibited r wave amplitude variation. During procedure, it was also noted that lead's helix could not be retracted. The lead was explanted and replaced with new lead. There were no patient consequences.